Event description:
Customer reportedly received results of 27.5 mmol/l and 10.0 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Reporter alleged the customer obtained a result of 193 mg/dl on the advantage system compared back to back with a result of 93 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The reporter's information was not requested on the original call and cannot be obtained.